Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was not shutting down properly. After enclosure power converter replacement the system was functioning normally. The imaging system then passed the system checkout and was found to be fully functional. The enclosure power converter was returned to the manufacturer for analysis. Analysis found that the converter failed bench testing. Transistor q28 shorted and transistor q14 was defective. The hardware failed diode testing. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power enclosure board is measuring 0 volts on j2. This resulted in the power enclosure not shutting down properly. No patient involved.